Event description:
The mother of the pt found him unconscious and foaming at the mouth. He was having a low blood glucose seizure. She injected him with 30 units of glucagon and tested his blood glucose immediately. The suspect device read 55 mg/dl and son was still unconscious. He was taken to the hosp at 8:30 am and admitted for 2 days. While in the hosp they did a blood glucose comparsion with suspect device and lab. The suspect device read 81 mg/dl and the lab bllod glucose was 40 mg/dl.